Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the clips do not close properly and some of the clips came out twisted. The surgeon had to transect the cystic duct and also had to place add'l clipping in order to correct the issue. There was a small bile leak that was controlled without any problems. The procedure was delayed more than thiry minutes due to this incident.